Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v641374, implanted: (B)(6) 2011, product type: lead. Product ID: 3889-28, lot# v641374, implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported when they compared the revision baseline x-ray to the lead it was determined that there was no evidence of migration. It was further clarified that the x-ray angles differed for the new baseline lead x-ray and the x-ray taken at the subjects 48 month visit. Refer to manufacturer report # 3004209178-2014-22588 for information on lead revision.

Event description:
It was reported during the patient¿s 48 month visit an x-ray indicated the lead had been retracted by 0.4 cm when compared to their 36 month visit. Actions to be taken included comparing the x-ray to the patient¿s surgical revision baseline to determine if lead migration was confirmed.